Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio disassembled the device for further evaluation. After reassembling the device physio was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was not powering on with ac power only. The device was able to power on using battery power. There was no patient use associated with this event. Upon evaluation of the customer's device, physio-control observed that the device would not complete the boot-up process. As a result, defibrillation may not be possible, if it were necessary.